Event description:
It was reported that the left ventricular automatic threshold (lvat) test in this cardiac resynchronization therapy defibrillator (crt-d) was detected as greater than the programmed amplitude or suspended due to the rate being too high. All other lv diagnostics were stable and appropriate capture was observed on the presenting electrogram (egm). Additional information was later received that this crt-d exhibited intermittent farfield r-wave oversensing on the atrial channel. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.